Event description:
A discordant toxoplasma igg (txp) false (B)(6) result was obtained on an immulite 2000 xpi analyzer with txp reagent kit lot 378. This patient was known txp (B)(6) on (B)(6) 2012. The same sample is (B)(6) on lot 379. There was no indication of any problems with the instrument. There were no known reports of patient treatment being altered or prescribed due to the (B)(6) txp result. There were no known reports of adverse health consequences due to the (B)(6) txp result.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the (B)(6) toxoplasma quantitative igg (txp) results observed with reagent kit lot 378. The issue is under investigation. The cause of the (B)(6) txp results observed with lot 378 is unknown at this time. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2012-00156 was filed on 5/16/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.